Manufacturer narrative:
Evaluation: results: (conclusion not yet available: evaluation in progress). Conclusion: conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The guardwire was inspected prior to use with no abnormalities noted. The device was prepped as per IFU and no difficulties were recorded in carrying out preparation. Physician advanced the relevant device (guardwire) into ica, and inflated the balloon to occlude the vessel. No resistance was felt when advancing the guidewire. The balloon was unexpectedly deflated before he inserted the balloon for pre-dilatation. The occlusion balloon was inflated twice before the failure occurred, test inflation in vitro and 1st inflation in vivo. He stopped the use and completed the operation procedure with other gdw protection system. No health hazard was caused to the patient.